Event description:
It was reported that the device was removed due to infection.

Manufacturer narrative:
Analysis of the lead showed normal device characteristics. No anomalies were detected.

Manufacturer narrative:
Review of quality records. Other: device evaluation anticipated, but not yet begun.